Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site, and the reported complaint could not be confirmed or replicated. The instrument engagement was working normally.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer reported to technical service engineer (tse) that there was repeated instrument engagement failure on patient side manipulator (psm). The customer reseated instrument multiple times: however, the same issue persisted. The surgeon does not want troubleshooting further. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic procedure. The port sizes were not increased. The patient could tolerate the change of the procedure being converted. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.